Event description:
The device signals a request for technical assistance in top priority alarm cannot be silenced hospitalization and cardiology pad12_c p2.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
This report is being submitted in response to FDA request for correction to section b5: translation needed. The device signals a request for technical assistance in top priority alarm cannot be silenced hospitalization and cardiology pad12_c p2. Philips received a complaint by the customer on the v60 indicating that an alarm could not be silenced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Philips received a complaint by the customer on the v60 indicating that an alarm could not be silenced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that an alarm could not be silenced due to a possible speaker issue. The remote service engineer (rse) deemed that the reported alarm issue could indicate a failure of one of the two speakers. An order for two replacement speaker assemblies was placed for repair.

Manufacturer narrative:
An order for two replacement speaker assemblies was placed for repair. Per the good faith effort (gfe) response received on march 10, 2026, during the first daily check, the hospital's clinical engineering team noted that a "contact technical support" message was persistent on the display and could not be reset. No error logs were reviewed. A service engineer was dispatched onsite to evaluate and repair the device, and upon arrival, the service engineer found that the speakers were faulty. Therefore, the service engineer ultimately replaced the defective speaker assemblies, performed successful test runs, and deemed the device ready for clinical use as it operated as intended. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.